Event description:
It was reported that the customer had a concern with alarm fatigue from the alaris pumps. The customer would like bd to follow up and see if there were settings that can be utilized to minimize the fatigue and high-alert tones for every alarm. This was counter-productive regarding safety, as nursing was not responding to alarms with urgency, as they all sound the same and they can¿t differentiate the severity of the need. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had a concern with alarm fatigue from the alaris pumps. The customer would like bd to follow up and see if there were settings that can be utilized to minimize the fatigue and high-alert tones for every alarm. This was counter-productive regarding safety, as nursing was not responding to alarms with urgency, as they all sound the same and they can¿t differentiate the severity of the need. There was no patient harm.